Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir had a leak. The customer¿s blood glucose was 337 mg/dl at the time of incident. The current¿s blood glucose value was 286 mg/dl. Customer stated that the size of the air bubble was less than inch. The reservoir will not return for analysis.